Event description:
It was reported by the provider that the caster and bolt is broken. Chair put into service in (B)(6) 2014. Bearing on wheel completely broken, bolt is the only thing holding on the caster. No report of patient injury, no additional information provided.